Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer discontinued use of the pump and reverted to manual injections for diabetes management over 1 month ago; however, no specific date was provided. Contact reported that customer has experienced normal blood glucose levels while using manual injections. Although requested by tandem technical support, no additional information was provided on the reported event.